Manufacturer narrative:
(B)(4). Batch # n5316u. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence as a result of the procedure being prolonged by 60 minutes? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during a gastrectomy procedure, the staple line on the distal part didn't hold: the staples did not closed. Anastomosis has been performed with a suture. Extension of the procedure time (60 minutes).

Manufacturer narrative:
(B)(4).batch # n5316u. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged by 60 minutes? The operative follow-up was good, no patient consequences. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The operative follow-up was good, no patient consequences. What is the current status of the patient? The operative follow-up was good, no patient consequences. Device evaluation summary: the analysis results showed that the tl90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The staple line was complete and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.